Event description:
It is reported that a flange fractured from the guide while impacting into the femoral canal.

Manufacturer narrative:
This report will be amended when our investigation is complete.